Event description:
Cna did not follow policy and procedure for using lift. Cna did not have 2 people using lift. Cna did not place the sling/pad properly on the lift thus causing the resident to fall out of the lift resulting in an intracranial bleed and fractured ankle.